Manufacturer narrative:
Additional information has been requested from the surgeon. The case assessment based on the provided information identified the likely cause of the event to be foreign body reaction to suture like material; a link between the reported event and the graft was not identified during the case assessment. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer for the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.

Event description:
Pt developed irritation post achilles tendon repair with orthadapt augmentation. Approximately 11 months post repair, the physician removed a small section of the graft which had not incorporated. The physician indicated the likely cause of the irritation was due to use of #5 ethibond to fixate the graft (smallest suture available at the surgery center at time of implant).